Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00547. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils. During the procedure, while attempting to advance an initial ruby coil into a lantern delivery microcatheter (lantern), the physician experienced resistance in the lantern and decided to remove the coil. A second ruby coil was opened; however the same resistance was experienced. Therefore the physician removed the ruby coil and successfully completed the procedure using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.